Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28apr2020.

Event description:
The customer reported that the battery was not charging. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4: 15jul2020 b4: (B)(6) 2020 the customer troubleshot with technical support over the phone. The customer replaced the power management (pm) printed circuit board assembly (pcba) to address the reported issue. The issue was resolved, the device was tested, and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.